Event description:
When using a ligasure blunt tip laparoscopic sealer/divider (covidien), the physician seemed to think it wasn't working as it should; it was not sealing well. Resource nurse was called to the or to check it, but the physician was finished with that part of the procedure. There was no harm to the patient. Lot # 197740, expiration date 2015-12. Product appropriately contained and given to the nurse manager and the representative was notified.